Event description:
A site representative, registered nurse (rn), reported that, while in an ear, nose & throat (ent) procedure, a successful tracer registration was lost. The navigation system was used at the beginning of the surgery without issue. During the procedure, when adding a straight probe, they were unable to re-enter the navigate screen. The surgeon opted to discontinue the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier was not available from the site. Suspect part not returned to manufacturer for analysis.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. It is suspected that the issue was caused by the user moving the patient head around or accidentally hitting the back button in the software. The issue has not recurred and the system is performing properly.